Manufacturer narrative:
No additional informaiton has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 due to the occurrence of a no external power alarm that occurred on (B)(6)2022. The patient was on battery power, with fully charged batteries, when a backup battery fault alarmed. The patient silenced the alarm, but two hours later, it returned. A few seconds after the second backup battery fault occurred, a no external power alarm occurred. The patient switched their power source to the mobile power unit and the alarms stopped. The internal battery on the system controller was exchanged and the issue resolved.

Event description:
It was reported that after further review of the submitted log file, a no external power event occurred while connected to the mobile power unit. Related manufacturer report number: 2916596-2023-00142.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The system controller (serial #: (B)(6) was not returned for analysis; however, the 11v backup battery (serial #: (B)(6) was returned for analysis and a log file was submitted for review. A review of the submitted controller event log file showed events spanning approximately 2 days (30aug2022 ¿ 01sep2022 per time stamp). Beginning on 31aug2022 at 14:11:53, backup battery fault alarms activated due to the load test not passing. These alarms continued until 18:26:53. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable threshold. Pump operation was not affected. The 11v backup battery (serial #: (B)(6) was returned for analysis to the european distribution center (edc) and was functionally tested and performed as intended. The reported event was unable to be reproduced during this analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. The backup battery (serial #: (B)(6) testing documents were reviewed and the backup battery operated as intended. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.